Event description:
It was reported that balloon rupture occurred. A promus premier¿ stent was advanced to the lesion. The stent was deployed however the stent delivery system balloon was perforated. The procedure was completed with this device.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the stent had detached from the balloon and was not returned for analysis with the device as it was implanted in the patient as intended. A visual and microscopic examination found that there was blood inside the balloon chamber indicating there was a leak at the time of the procedure. The balloon cone profiles and wall profile were reviewed and no issues were noted with the overall profile. There was no apparent damage to the balloon wall causing a leak through the balloon and the balloon was inflated and deflated without issue. Balloon pressure could not be maintained at nominal pressure and satisfactory inflation was only achieved by restricting a breach at the bi-component bond. The inner wire lumen was found to be broken at the bi-component bond. The balloon was not found to be perforated. The bi-component break was visually evident and appeared as a 5mm separation in the inner during microscopic examination. Stretching, and strain to the inner wire lumen was evident in the form of residual strain was also evident distal to the break location, which indicates that the shaft experienced excessive forces and manipulation of the device while trying to advance to the lesion site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there were no clinical consequences observed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no clinical consequences observed.